Manufacturer narrative:
Analysis was performed on the returned device. The reported suture retrieval issue was confirmed as anterior needle to cuff miss. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d4 - lot #: updated from 4020642 to 3070241. D4 - expiration date: updated from 1/31/2026 to 6/30/2025. D4 - primary UDI number: updated from (B)(4). H4 - device mfg date: updated from 2/6/2024 to 7/2/2023. H6 - medical device problem code: code 2616 was removed and code 1142 was added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a lower limb angioplasty interventional procedure using a 6f sheath. Reportedly, when the needle plunger was removed after deployment, the suture was noted to be loose and came out of the artery with the knot undone. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.